Event description:
It was reported that a myocardial perforation occurred at the time of implant. Device was not implanted. No further patient complications have been reported as a result of this event.